Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2008, the revision from the bipolar to tha was perfomred. The cup and the liner are products of other companies. On (B)(6) 2016, the head and the liner were exchanged due to a pseudotumor. There is a suspicion of neck corrosion.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding corrosion involving an unknown stem was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
On (B)(6) 2008, the revision from the bipolar to tha was perfomred. The cup and the liner are products of other companies. On (B)(6) 2016, the head and the liner were exchanged due to a pseudotumor. There is a suspicion of neck corrosion.